Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used to deploy a watchman® closure device. During the device recapture the was became kinked. The (was) was exchanged for a new one and the procedure was successfully completed. There were no patient complications and the patient's status is fine.